Event description:
It was reported that the catheter "split below the bend" requiring explant. No pt complications reported.

Event description:
The catheter "split below the bend" requiring explant. No pt complications reported.

Event description:
Precuation: when introducing catheter percutaneously into subclavian vein, care must be taken not to place catheter between first rib and clavicle (refer to fig 1). Doing so may result in pinching or shearing of catheter.